Manufacturer narrative:
Product code: gcd. (B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported four drainage bag connector connecting tubes were ordered but not received. This meant the patient scheduled to have two chest tubes placed on (B)(6) 2018 had to reschedule or go to another facility. This incident is reported as an adverse event as patient care was allegedly postponed.

Manufacturer narrative:
Corrected data: upon further review, this event does not represent an MDR reportable event as it does not match the definition of a complaint provided in 21cfr 820.3(b). The facility received the device on (B)(6) 2018, 5 days prior to the procedure.